Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, with the device issuing low and urgent low alerts and suspending insulin delivery as designed; the user, who eats very small meals due to a gastric motility condition, treated with an oral carbohydrate-containing protein shake and noted delayed glucose rise. Symptoms included shakiness and lightheadedness. Outcomes included self-treatment without assistance or medical intervention and no hospitalization. Investigation included complaint intake, product use review, verification that the ilet provides automated insulin suspension during low glucose, and user education on treating hypoglycemia and managing small meal sizes. Investigation of this case revealed no evidence of device malfunction and suggested that delayed carbohydrate absorption associated with the user¿s gastric condition could contribute to prolonged hypoglycemia despite treatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.